Manufacturer narrative:
Touchscreen (no reaction on touch) defective, replaced.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 6 apex locator gave incorrect measurements; no injury occurred.